Event description:
A peritoneal dialysis nurse (pdrn) reported a patient was in the clinic last week and was not feeling well. Patient contaminated herself 3 times between (B)(6) 2014; touch contamination. No further information was provided.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.